Manufacturer narrative:
.

Event description:
It was reported that the lead was explanted because the patient had reported loss of stimulation. At follow-up, the lead showed high impedance readings greater than 2000 ohms. Product return is anticipated; a follow-up report will be sent after completion of device evaluation.